Event description:
On (B)(6) 2012, the physician performed a uneventful novasure endometrial ablation and a subsequent laparoscopic tubal ligation immediately after. A laparoscopy was performed and revealed two "burn marks (black) were visible on the serosa of the uterus, and consequently two white blanch marks on the pt's bowel", a uterine perforation on the "fundus" and a perforation on the outside of the uterine cavity. There was no bowel perforation. The "colorectal surgeon placed a suture in each of these areas of concern on the bowel." The uterine perforation was treated with diathermy. The pt tolerated the procedure well and was discharged on (B)(6) 2012. The next day, the pt was not feeling well and was readmitted on (B)(6) 2012. The pt underwent a laparotomy and bowel resection. The physician reported the pt will be discharged at the appropriate time (exact date unk).

Manufacturer narrative:
Serial number of the disposable device not provided by the complainant. Serial number of the radio frequency controller not provided by the complainant. The device is not being returned therefore, a failure analysis of the complaint device cannot be completed. If add'l relevant info is received, a supplemental medwatch will be filed. Device history record (DHR) review was conducted for the reported lot number. The lot was released meeting all qa specs. Currently unable to establish a relationship or impact to the reported observation. (B)(4).